Event description:
The customer observed sporadic falsely elevated architect magnesium results (approximately every 10 samples tested). One example was provided. Sid (B)(4). (B)(6) 2022. Initial run: 6.69 mg/dl. Repeat run: 1.91 mg/dl. Normal range: 1.70 - 2.50 mg/dl. The initial result was not reported out of the laboratory. No adverse impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The customer replaced the magnesium reagent and mixer to troubleshoot the issue. No additional discrepant patient result issues have been reported since the troubleshooting activity was completed. A definitive cause of the discrepant results was not identified. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review determined no adverse trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. A malfunction of the part associated with this ticket (mixer) was identified. However, a product deficiency was not identified.